Event description:
It was reported that the patient presented in the ER with bradycardia. Telemetry could not be established. Premature end of life was also suspected. The device was explanted and replaced. The patients condition was stable following the procedure.

Manufacturer narrative:
Upon receipt, no communication could be established between the device and programmer due to low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.